Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had an absence of no delivery alarm. Customer¿s blood glucose was 6.5 mmol/l at the time of incident. Customer reported that no insulin was going thru the infusion set tubing during fill cannula and did not received a no delivery alarm. Customer also mentioned that the issue was resolved by an infusion set change. Insulin pump is being replaced and is expected to return for analysis.